Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise oversensing. Programming changes were made. The patient was discharged with no reports of adverse consequences.